Event description:
After the catheter was removed from the patient, the physician found the inflow of blood into the transition tube from the proximal connection of the scoring element. Another same product was used and the procedure was completed. No information on the patient and on the concomitantly-used devices could be obtained. Lab analysis performed on (B)(6) 2015: an overflow lifting of material at the distal bond was observed but remained intact to the device. No leaks observed on the transition tubing or the rest of the device.

Manufacturer narrative:
Lab analysis confirmed an overflow lifting of material at the distal bond but remained intact to the device. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found an overflow lifting of material at the distal bond but remained intact to the device. The scoring element ring was exposed and lifted from the distal bond. The distal balloon taper was inverted and blood was found in the transition tubing. During functional testing, the balloon was inflated to 8 atm with no leaks observed. Based on the lab analysis, it is probable that the user applied some degree of force resulting in the damage observed at the distal end of the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.